Event description:
It was reported by the patient that when they place the monitor over their heart, that they can feel a sensation in their heart. The patient also mentioned experiencing a quivering sensation, and jolts from the device at a specific time every evening. In addition, the patient stated that they went to the emergency room, and the nurse said "oh wow. You're in v-tach". Follow-up with the clinic revealed that the device was checked and showed normal function. The patient is very sensitive to the rate response feature, and so reprogramming was done to turn rate response off. The issue was resolved, and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.